Manufacturer narrative:
Evaluation results pending analysis of the product.

Event description:
It was reported that the device scanned all zeros. The device was tested with another scanner and it displayed the 200ml's that should have been shown. No patient injury was reported.